Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displays an air trap warning, and condensed water has formed on the air trap and the temperature could not be maintained. Furthermore, the customer reported the device triggered an overvoltage in the electrical system in the room. The condition of the room when the issue occurred is unknown. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(6) displays an air trap warning " was confirmed during archive data review but not during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. The root cause of the error messages observed by the customer was probably caused by condensation on the air trap chamber, due to high humidity during the event. The reported complaint that "the device triggered an overvoltage in the electrical system" was not confirmed during archive data review or functional testing. The reported issue was not reproduced during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Upon review of the event log, multiple "saline empty" messages were observed, related to the reported complaint. The sensor could not penetrate the film/fog of condensation to read that the air trap chamber was correctly filled. Unrelated to the reported complaint, there was a high delta t in the lm34 a/b sensor. There was a difference of up to 1.6 degrees between the two sensors, which is likely to cause tcmid:05 (coolant diff failure) error messages in the future. The instable lm34 a/b sensor was replaced as a precautionary measure. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The air trap was examined, and no issues or residue of liquid was found. During the electrical safety test, it was detected that the ground continuity was out of spec (>0,463ohm (limit 0,3ohm), unrelated to the reported complaint. The power cable was exchanged to remedy the issue. However, this is unlikely to cause the tripping of the electrical system in the hospital, as mentioned by the customer. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.